Event description:
A 9-yr-old female undergoing a t & a suffered a burn in the right corner of her mouth extending to the inside tissue. Area inside approx the size of a nickel. Surgical instruments involved were a bipolar coag unit and electrical surgical unit. Upon inspection of the bipolar unit the right output connector was found to be loose. Further inspection revealed that the loose connector would contact chassis ground if put in the right position. Also, the insulators used to insulate the output connector from the case were broken, allowing the connector to touch the case. This defeated the isolation of the output. The esu was visually inspected internally and externally and met all performance specifications. The burned area was injected with marcaine and the child was sent home with topical lidocaine ointment. Upon f/u, 11/12/93, mother states child is improving.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: insulation degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.